Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 275cc on the right and 320cc on the left side, silicone breast implants which bilaterally has issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. The report indicates that the patient is very concerned; she has chest pain pressure on right side breast, her upper whole body is in pain and right arm is in pain ; starts to feel asleep. Capsular contracture is so high feeling pressure on heart from the implants; hard time breathing, pain experienced is not moderate. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.